Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the compressor of the heater cooler would intermittently not turn on. The user reported that when the compressor did turn on, it was accompanied by a "tapping" sound. The device was used for the procedure. There were no reported adverse consequences to a pt as a result of this event.